Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Event description:
The patient's spouse reported that the device did not record anything on a particular date. The patient was unsure if the patient's use of the activator was correct or not. The physician later interrogated the device and stated that nothing had been recorded. Within three months of the interrogation, the device was explanted. No patient complications have been reported as a result of this event.

Event description:
The patient's spouse reported that the device did not record anything on a particular date. The patient was unsure if the patient's use of the activator was correct or not. The physician later interrogated the device and stated that nothing had been recorded. The device remains in use. No patient complications have been reported as a result of this event.